Manufacturer narrative:
A device history record was not reviewed as lot number was unknown. The medtronic case quantity is 14 each per case. As per the complaint that reported 2 each shows that the medtronic case was broken into a smaller shipment quantity outside of medtronic distribution center for a final distribution to end user. The potential root cause may be that the container was cracked during shipping and handling due to external stress/forces. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an isolated event. The product was inspected prior to use for any damage as per instructions for use (IFU). There is no harm or injury to end user as cracked container should not be used and must be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the containers were cracked.

Manufacturer narrative:
On (B)(6) 2017: due to system issues in gch, the duplicate function transaction is not working therefore this complaint was duplicated by the sr promoter. The same complaint is initiated again with different pe#. The complaint event description, customer-(B)(6) and ¿fw re (B)(4) ¿, quantity -2 all same as previous pe#(B)(4) was created on 06/26/2017. The previous complaint is already investigated. The pe#(B)(4) sr create date is 07/11/2017. Both complaints are same and from the same customer. This complaint will be voided as a duplicate. If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate report of a cracked container same customer, product, lot, instance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the containers were cracked.